Event description:
It was reported that the unit is not meshing through tissue occurred. The event occurred during processing. There was no reported patient harm, or procedural delay. Device evaluation discovered the cutter also failed the sample mesh test cut. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related finding: tech found that the cutter did not pass the sample mesh test. Tech replaced the gears and bearings; however, cutters cannot be fully repaired without replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00318-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.